Event description:
It was reported this balloon detached from the catheter shaft during withdrawal from the external iliac artery. A snare was utilized to successfully retrieve the detached balloon material. The procedure was sucessfully completed without any patient complications. The patient's condition is good. This device has not been received for evaluation. Therefore, no failure analysis is available. A lot search was performed and revealed no other complaints to date on this lot number. Follow up revealed resistance was encountered during withdrawal of this balloon catheter from the patient. User technique and/or patient anatomy may have contributed to this event. However, company is unable to determine the exact cause for this event. Company's directions for use state: "when withdrawing the balloon out through the entry site, a gentle rotation of the catheter in a counter-clockwise direction will cause the balloon to refold around the catheter shaft facilitating withdrawal... Caution: if resistance is encountered, due to balloon rupture or for any other reason, when removing either a catheter through an introducer sheath or a guidewire through a catheter, stop and remove products as a complete unit to prevent damage to the guidewire, catheter, introducer sheath or vessel."